Event description:
It was reported that the patient underwent total right knee arthroplasty on an unknown date approximately six months ago. Subsequently, the patient fell due to unknown reasons and experienced pain and swelling. Radiographs revealed that the locking bar slipped out of place. The patient was revised on (B)(6) 2014 and the tibial bearing and locking bar were replaced.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent total right knee arthroplasty on (B)(6) 2012. Subsequently, the patient fell due to unknown reasons and experienced pain and swelling. Radiographs revealed that the locking bar slipped out of place. The patient was revised on (B)(6) 2014 and the tibial bearing and locking bar were replaced.

Manufacturer narrative:
Evaluation of the locking bar and the associated tibial bearing found both pieces were intact with minimal signs of wear. Based on the review of device history records and on this investigation, the part left biomet in a conforming to print specification condition. The most likely cause of the locking bar slipping out is that it was not fully inserted, and the patient's fall caused enough force for it to dislocate.

Manufacturer narrative:
Event description updated with initial surgery date.

Event description:
It was reported that the patient underwent total right knee arthroplasty on (B)(6) 2012. Subsequently, the patient fell due to unknown reasons and experienced pain and swelling. Radiographs revealed that the locking bar slipped out of place. The patient was revised on (B)(6) 2014 and the tibial bearing and locking bar were replaced.

Manufacturer narrative:
Additional information: implant date: 2014 . Initial reporter ¿ phone number: (B)(6). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.